Event description:
It was reported when the device was used during a low anterior resection, it misfired. The device was placed at a different site. Prior to firing, the surgeon observed malformed staples where the instrument was originally placed. The staples were removed and the case was completed using the same instrument. There were no patient consequences.